Event description:
During intubation attempts, clinicians encountered blades that initially had working lights. However, while the blade was in the patient's throat, the blade light suddenly went out and then no longer worked. Tried different handles with no success.